Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2024, it was reported that patient faced high blood glucose level due to leakage in infusion set site . The event occurred within three days of insertion. No further information was available.